Event description:
It was reported that patient presented in hospital after receiving appropriate high voltage therapies for vt when high voltage lead impedance measurements low and out of range was observed. Other measurements were normal. The patient was scheduled for vt ablation. Both ICD and lead were replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.